Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Device remains implanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection.

Event description:
Patient reported via voluntary susmedwatch for left side "was sick with infections" and "pain". Also reported "breast implant illness", "constant headache", "hospitalized for new auto immune disease ulcerative colitis", "skin cancer on breast", "flare up", "dry eyes", "migraines", "joint pain" which are deemed not related to the device. Device was explanted.